Event description:
The customer stated during blood donor validation, they noted that an incorrect patient name was assigned to the result printout on the architect i2000sr analyzer. Results from (B)(6) 2012 with an ID # of (B)(6) displayed the name of a donor from (B)(6) 2012 with an ID # of (B)(6). There was no report of incorrect results being reported or impact to patient management.

Manufacturer narrative:
(B)(4); device operates differently than expected (B)(4); no known impact or consequence to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Instrument printouts confirmed two different patient identification (pid) numbers run on different days contained the same name. According to the complaint text, the sample information was sent from the laboratory information system (lis) and was not manually entered. The architect software does not allow the patient identification information to be edited after it is downloaded from the lis. There was insufficient information in the logs and database to indicate the architect software functioned improperly. The architect system operations manual provides adequate labeling for automated ordering of patient samples or creating a single patient order if the system is not connected to a host system. It also advises if the pid is edited, the software recognizes the pid as a different and unique patient. No additional complaints related to the architect system software incorrectly assigning the same patient name to different patient identification numbers were found. No adverse or non-statistical trends were identified for the architect system software associated with this issue. Based on the available information, no deficiency of the system software was identified.